Event description:
The customer reported a communication error was displayed. The field engineer reported the system was unable to boot up as a result of this error. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on mainframe ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.